Event description:
Information received by medtronic indicated that the customer reported the pump did not turn on. Troubleshooting was performed and found that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm and it was less than 8 hours from the low battery alert to the replace battery alert/replace battery now alarm. The customer did not use the suspend before low or suspend on low cgm feature the battery cap was neither loose nor damaged. The customer reported a post-reset ram crc alarm (pump error 23). The customer was able to clear the alarm and the pump did rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current test, and self test. Pump failed sleep current test due to esd latch-up. Expected pump error 23 alarm noted during boot up. No unexpected pump error 23 alarms and unexpected battery noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip due to [blank]. An unexpected discharge rate from low battery alert, change battery alert, and off to no power alert was found in the history files on (B)(6) 2023at 13:59:00.00, 15:36:00.00, and 16:07:00.00. Pump was cut open to perform visual inspection and found dried insulin in the motor slide and moisture damage on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: reservoir tube cracked, missing display window cover, torn keypad overlay, broken battery tube threads, cracked case (battery tube), cracked retainer, partially detached retainer, partially broken retainer, retainer knit line damage, corroded battery tube. Charge/battery lasts less than expected and unexpected battery power loss was confirmed due to an esd latch-up on an ic caused by moisture damage on the pcba 1 and pcba 2. Pump failed sleep current test due to esd latch-up caused by moisture damage on the pcba 1 and pcba 2. Damaged retainer ring confirmed during analysis. Unexpected pump error 23 was not confirmed during testing. Pump exposed to moisture confirmed on the pcba 1, pcba 2, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.